Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was component failure. The service history record was reviewed and there were no re-repairs identified for the identified serial number or based on the timing of the re-repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white debris on the objective lens. There was no patient involvement.